Event description:
During a surgical procedure the unit stopped working with a fault message. No error code displayed. The surgeon could not get the unit to reset. They could not continue with the procedure. The pt was already under anesthesia and had to be woken up.

Manufacturer narrative:
The generator was returned to the national service center in san jose ca, numerous error codes were found in the error log, the crf board was replaced, the unit had its serial number programmed into it, the generator was then electrical tested and calibrated to the manufacturer's specification.